Manufacturer narrative:
Additional information received; it was reported that the internal iliac aneurysm identified 3 years after the index procedure is unrelated to the previously implanted endurant stent graft system. There was no alleged issue against the limbs. It was confirmed the iiib endoleak was only present in the main body bifurcate. Device evaluation summary: multiple suture breaks, holes and tears were visible on limb 2, with a hole and tear most likely due to cauterization of the graft. Multiple suture breaks, nitinol ring breaks and a large graft tear were also visible, most likely due to cauterization of the graft. It is possible that the tears/holes visible to limb 2 contributed to the reported endoleak, however this cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1624c124ej, serial/lot #: (B)(6), ubd: 11-dec-2021, UDI#: (B)(4); product ID: etlw1616c199ej, serial/lot #: (B)(6), ubd: 20-jan-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 63mm aaa. An endurant limb etlw1616c199ej s/n (B)(6) was implanted 3 years later to extend into the internal iliac artery as the patient had a internal illiac aneurysm. It was reported approximately 4 years post the index procedure that a follow-up CT showed a iiib endoleak on the ipsilateral side of etbf2516c166ej. Intervention was performed and the endurant iis stent graft system was explanted and a y-graft replacement was performed. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.